Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip of the vasoview 7 xb broke off in the pt's leg. The surgeon had to open the pt's leg to retrieve the piece with no other pt effects reported. The lot number is unk. The product was retained by the hospital, but may be returned.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).